Event description:
It was reported that an altitude alarm was triggered on the pump. There was no adverse impact to the customer's blood glucose level. To address the issue, the customer replaced the cartridge, and the pump resumed normal operation. Technical support provided additional tips to prevent future altitude alarms, which the customer understood and acknowledged.